Manufacturer narrative:
The date of event provided with the initial report was incorrect. The correct date of event has been provided with this report.

Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind test, basic occlusion test, occlusion test, prime test, displacement accuracy test and excessive no delivery test. The drive support disk was inspected and no anomaly was noted. The device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The device was received with missing end cap sticker, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked case at reservoir tube window corners.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose and a car accident on (B)(6) 2016 with blood glucose of 57 mg/dl at the time of the incident. The customer was at 52 mg/dl at the hospital, and 282 mg/dl at the time of the call. The customer used food to treat. The customer was wearing the insulin pump during the incident. Customer also reported high blood glucose issues recently. Troubleshooting was completed for the recent highs but not the low. The customer used the pump to treat the highs. The insulin pump will be returned for analysis.